Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was discarded by the facility and not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the connector was broken due to stress applied repeatedly.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the connector of the subject device for connecting the connect tube was broken. The local service engineer repaired the subject device at the facility. Other detailed information was not provided. There was no report of patient injury associated with the event.